Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced blood glucose of 40 mg/dl which was addressed with customer consuming (B)(6). Reportedly, the cause for blood glucose was due to on-going adjustments with the customer's basal rate by healthcare professional.